Event description:
Additional information received that patient underwent surgical intervention wherein the patient's lumbar leads were explanted and replaced.

Manufacturer narrative:
Correction: section e1-initial reporter first name, last name, phone number, address line 1 and postal office or zip code should have been: (B)(6) in the previous report. Correction: section a4-patient weight should be 225 pounds. D6b - date of explant were added to this report. D10 - concomitant medical products and therapy dates were added to this report. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02425. It was reported that the patient's lumber leads had migrated up one level. X-rays confirmed lead migration. Surgical intervention may be pending to revise the leads.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.